Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the airway during a bronchoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the deployment suture cannot be released and the catheter buckled. The physician removed the device fully constrained from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the airway during a bronchoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the deployment suture cannot be released and the catheter buckled. The physician removed the device fully constrained from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 20mm. A bend was noted in the shaft proximal to stent. During analysis it was possible to retract the deployment suture and fully deploy the stent without issue. No issues noted with stent. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.